Manufacturer narrative:
It was reported the device is not available to be returned due to being disposed; therefore, no physical or visual analysis of the product can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the device instructions for use (dfu) instructions for use section, "maintain wire position while tracking or advancing a catheter or device over the wire." Additionally, as indicated in the device instructions for use (dfu) warnings section: when advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. Exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing the guidewire after device deployment. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors may have impacted on the event as reported. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
Event description: patient under local anesthesia - valve passage and advance of the predilatation balloon without any problems. Pigtail is brought in the I-sleeve next to the delivery system of the valve. Difficult to position the pigtail in the ncc. Valve is perfectly deployed . When removing the delivery system it gets stuck in the I-sleeve (the pigtail was still in place in the I-sleeve). Then they bring the delivery catheter back in over the es safari wire ( wire manipulation ) short on this hemodynamic instability. Percutaneous aortic valve implantation with good reduction of the gradient across the aortic valve from 48mmhg to 0mmhg. Procedure involving left ventricular perforation through the guidewire requiring pericardial puncture, resuscitation, urgent sternotomy, surgical rupture suture, and temporary pacing wire placement. Ultimately return of spontaneous circulation. Patient is at intensive care. Additional information received from boston scientific on october 5, 2021: ventricular perforation was noted after valve was implanted. Md attempted to pull the delivery system through the I sleeve for removal, but did so before the pigtail was removed (so it wouldn't fit). Delivery system was pushed forward again (to attempt to remove it again/take the pigtail out first) and when the delivery system was advanced forward, the guidewire also went forward, perforating the ventricle. Pericardial effusion was observed after the perforation and patient underwent a thoracotomy. No patient update as of yesterday because the rep has not been back to that hospital.